Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. An imaging catheter for intravascular ultrasound and a 2.50 x 38mm synergy drug-eluting stent were advanced but failed to cross the lesion. When the stent was removed from the patient's body, the stent struts were found to be lifted. The procedure was completed using a non- bsc device. No patient complications were reported.